Event description:
Complainant alleged that during a routine preventative maintennce check, the device's pacer output was found to be out of specified tolerance.the complainant indicated that there was no patient involvement in the reported failure.